Manufacturer narrative:
Correction field: b1: adverse event/product problem and b5: describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead was capped and replaced with a new lead due to increased shock impedance. This lead remains in the patient anatomy and has not been returned. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and replaced with a new lead. This lead remains in the patient anatomy and has not been returned. No adverse patient effects were reported.